Event description:
It was reported that during a device check by the customer, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/03/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed, which found that the motor cover and encoder cover were damaged. Functional testing was performed, whereby the system was turned on/off with no problems and was run using a large resuscitation test fixture (equivalent to (B)(6) pound patient) for approximately 30 minutes and no problems were observed. A review of the archive was performed which found that multiple user advisory (ua) 41 (patient temperature sensor failure) errors occurred on the reported event date of (B)(6) 2015. The patient temperature sensor was replaced as a precaution because of the multiple ua41 errors that were observed in the archive, even though the platform passed initial functional testing without exhibiting a ua41. All damaged parts noted during the visual inspection were replaced. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a ua41 was confirmed through review of the archive. The root cause of the ua41 was unable to be determined, however the patient temperature sensor was replaced as a precaution.